Event description:
It was reported that the monofocal intraocular lens (iol) was not ejecting. The surgeon and tech claim that the lens got stuck when injecting. The doctor used extra force (more pressure) on plunger and lens came out forcefully and broke capsule. The surgery was finished using a non-johnson & johnson lens of 18.5 diopter. The affected eye was the right eye and there was patient contact. There were no medical or surgical interventions reported. The account noted it is unknown if the problem related to use error. It is unknown if the patient had a capsule tear and the patient outcome status is unknown. No further information was provided.

Manufacturer narrative:
Section a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order was performed in the system. The search revealed one complaint folder. The complaint issues reported are not related. Based on complaint handling report results, no further actions are required. Conclusion: as a result of the investigation, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.